Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a catheter restriction alarm occurred. The getinge representative explained catheter restriction alarm sounds when there is an area of restriction/kink within the helium tubing exteriorly, at the insertion site, or internally. The getinge representative asked the customer if they could send a picture of the waveforms and numbers so they could review it. It was stated the alarm occurred on a patient overnight. Then they stated that there had been blood in the helium tubing so they had removed the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6), occupation: cath lab nurse manager the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).